Event description:
It is reported that the patient has swelling and pain. Blood test show that the patient is having an allergic reaction.

Manufacturer narrative:
This report will be amended when our investigation is complete.